Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they selected an energy level, but there was no associated increase in energy to the level that was selected. There was no pt involvement.